Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was activated. The recipient is reportedly doing well with the device. The recipient remains implanted. This is the final report.

Event description:
The company was informed that the recipient experienced a cerebrospinal fluid (csf) leak during initial implantation. The csf leak was controlled by muscle plug.